Event description:
Target was notified that during a procedure, a leakage was observed on the fastracker-325 catheter. This event did not cause any harm to the pt, who was reported in good condition after the case. Through a follow-up by a company rep on march 16, 2000 the MFR was informed that by a mistake, the actual catheter used in the procedure was not the device returned for eval.